Event description:
Device malfunction: unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, "the device malfunctioned". It is unk how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported that device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.